Event description:
Customer reported a set was primed by the user and noted to be leaking from a hole. No pt harm or medical intervention required. Customer stated that no add'l pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted with failure investigation results should the set be received for eval.